Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, - 07.00 diopter in the patients left eye (os), on (B)(6) 2018. The reporter indicated the patient's pupil has been dilated almost a year after the surgery. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: b5 - per patient's last visit on 14-nov-2019 "past one week the pupil is in dilated condition". (B)(4).